Event description:
It was reported that the hahn tapered implant failed. It was reported that the patient has a medical history of smoking. The patient's bone quality is type 3, and their oral hygiene is good. On (B)(6) 2024, the patient presented for a primary procedure on tooth #21. On (B)(6) 2024, within three weeks of implant placement and after the healing abutment placement, the patient presented with inflammation, pain, infection, and abnormal bone loss around the implant. The provider determined there was a failure to osseointegrate and explanted the device on (B)(6) 2024. The symptoms resolved after implant removal. The implant was not replaced, and no further injury was reported.

Manufacturer narrative:
The complaint device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Should the device be returned an investigation will be completed. Once the device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Section g4: combination product was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
Section g3: date received by manufacturer was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).